Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by the device not functioning properly? Who fired the device and what is his/her experience? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Where in the gap setting scale (green range) was the indicator located prior to firing? Were there any staples deployed? If so, please describe their shape. Was a leak test performed on the second anastomosis? If so, what were the results? How soon after procedure was the leak identified and how was it addressed? Is the stoma permanent or temporary? What is the current patient status?

Event description:
It was reported that during an unknown procedure, during stapling the rectal stump in the belly, the circular stapler was not functioning properly with all its consequences. The device was used by an experienced surgeon. It seems the tissue was cut but not stapled. The defect is laparoscopic sutured with v-lock and a new anastomose is made with a new stapler and a stoma. Unfortunately the patient had subsequently an anastomotic leakage. Delay of thirty minutes.

Manufacturer narrative:
(B)(4). Batch # n55e8h. Additional information was requested and the following was obtained: what were the indications for surgery: rectal cancer; who fired the device and what is his/her experience: gastrointestinal surgeon with greater than 10 years experience with stapling devices; was the device difficult to close: yes; was the device difficult to fire: no; did the healthcare professional receive audible & tactile feedback when firing the device: audible not enough, tactile yes; where in the gap setting scale (green range) was the indicator located prior to firing: almost on the lowest range; were there any staples deployed, if so, please describe their shape; yes, right angles and not entirely closed right angles; was a leak test performed on the second anastomosis, if so, what were the results: no, anastomosis was entirely insufficient; how soon after procedure was the leak identified and how was it addressed: directly; rectum was oversewn with v-loc followed by a new anastomosis; is the stoma permanent or temporary: temporary; what is the current patient status: at home, recovering, long interrupted hospital stay with all kinds of problems. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.